Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported the dcs12 was lying on the pt (on the drapes) when a burning smell was noted. The area was inspected and it was noted the drape and an area on the inside right thigh of the pt's leg had been burned where the tip of the scissors had been lying. It was reported no one heard the activation noise from the electrocautery equipment. A plastic surgeon was called in to repair the burn to the leg. The hosp kept the device and the grounding pad and is not providing the device to the rep at this time. 10/27/1998 - the doctor returned; stated that during the surgery, there was a smell of burning material. Md further stated that a burn was found on the pt's leg. He stated that there was no indication that the electrocautery system was activated at all. While talking to the md, he stated that he was using the endoshear scissors. Md stated that the pt is now doing fine. Pt's admitting diagnosis was removal of a pelvic mass.